Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front enclosure cracked and the battery lock bent. The autopulse platform is a reusable device and was manufactured in 9/25/2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the platform was performed and user advisory (ua) 16 (timeout moving to take-up position messages on the reported event date of (B)(6) 2016, thus confirming the reported complaint. During functional testing, "ua16" was observed at the first compression after the start button was pressed. Further investigation found the brake had seized causing the platform to display the ua 16 message. Additionally, the brake gap was out of specification. The brake was freed and cleaned with alcohol and the brake was adjusted to specification. In summary, the customer's reported complaint of autopulse displaying ua 16 message was confirmed during archive review and functional testing. The root cause was attributed to the break seizing and the brake gap being out of specification. After cleaning the brake and re-adjusting the gap to specification, the platform passed 15 minutes run-in test on a lrtf (large resuscitation test fixture equivalent to 250 pound patient). The autopulse platform passed all final testing criteria.

Event description:
It was reported that during shift check, the autopulse displayed user advisory(ua) 16(time out moving to take-up position) message. The customer tried replacing the lifeband with no change. Customer pulled up on the lifeband with the same results. Customer reported that he could hear it spin but the lifeband would not perform takeup. No patient involvement reported.